Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump randomly stopped delivery. Reportedly, there was a message on the pump screen; however, the customer was not sure what it said. The customer stated that their blood glucose level did not rise above 200 mg/dl and insulin delivery was able to be resumed. Although requested, no additional information was provided regarding the reported issue.